Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that, during atrial fibrillation, the device "couldn't defibrillate" the patient using synchronized cardioversion. The user "could defibrillate the patient" by changing the defibrillator. There was no patient harm. This report has been updated from serious injury to non adverse event as additional information received clarified the procedure was an elective sync procedure and not life-threatening. The cardioversion was being performed via paddles. No ECG strips or waveforms were provided to philips for review. There are several factors that may influence the performance of a cardioversion including quality of the ECG waveform with just one r-wave for each sync marker. The customer conducted functional tests and all tests were successful. There is no information that supports that a malfunction of the device occurred. The device passed all performance verification testing and was returned to use.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that, during treatment of atrial fibrillation, the device could not defibrillate the patient using synchronized cardioversion. The user could defibrillate the patient by changing the defibrillator. The customer indicated yes to patient or user harm, therefore, this complaint is being considered a serious injury. Additional details have been requested.